Event description:
The customer observed imprecise alinity I stat high sensitive troponin-I results for two patient samples. The following results were provided: (customer provided reference range = 26.2 pg/ml) (B)(6) initial result = 125.7 pg/ml, repeat result = 8.8 pg/ml. (B)(6) initial result = 1.7 pg/ml, repeat result = 190.0 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Corrected information in sections a1 patient information, section b5: impacted number of patients, patient sample identification numbers and results, section h6 - adverse event problem - medical device problem code section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecise alinity I stat high sensitive troponin-I results for two patient samples. The following results were provided: (customer provided reference range = 26.2 pg/ml), (B)(6) initial result = 125.7 pg/ml, repeat result = 8.8 pg/ml, (B)(6) initial result = 1.7 pg/ml, repeat result = 190.0 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for imprecise alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 79018ud00, however, no increase in complaint activity was identified for list number 08p13. Customer field data was used to assess the performance of the alinity I stat high sensitivity troponin-I assay using worldwide data. The patient median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance, the review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances, potential nonconformances, or deviations for the lot number and complaint issue. Labeling was reviewed which adequately addresses the current issue. Per product labelling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 79018ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient sample. The following results were provided: (customer provided reference range = 26.2 pg/ml). (B)(6) 2025 sid (B)(6) 125.7 pg/ml, repeat results = 1.7 pg/ml, 1.7 pg/ml, repeat on another instrument (B)(6) = 8.8 pg/ml, 190.9 pg/ml, 10.2 pg/ml. No impact to patient management was reported.